Event description:
It was reported that a brake defeat malfunction and rotawire separation occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.00mm rotapro and rotawire were selected for use. During the procedure, it was noted that when the rotapro rotated, the wire also moved together. Upon rotation, it was noted that the rotawire got separated. The device was removed as it was and the procedure was completed with a different device. No patient complications were reported.